Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 286 to 625 mg/dl. The customer has changed the pump supplies within labeling and was constantly changing the infusion set site. Boluses via the pump were delivered to address the bg level. The cause of the past occlusions was unable to be determined. The customer performed a system check using the current supplies on the pump and the infusion set tubing was a possible cause of the occlusions; however, after receiving another occlusion, the customer was to use a new cartridge from a different box.

Event description:
The customer reported no further issues with the replacement cartridges.